Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Procedure: revision of a revision asr hip. The original asr surgery was on (B)(6) 2005 at (B)(6) hospital. The next revision surgery was at (B)(6) on (B)(6) 2006. Patient underwent another revision surgery on (B)(6) 2014 at (B)(6). Reason for revision was metallosis. Revised components were: pinnacle metal liner 64mm/36mm and a 36mm metal head. The reference and lot numbers were not available and they were discarded. Patient initials, dob and gender are provided. No reports or x-rays were available. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds against the zy3an4 lot identified other reports. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other reports against the remaining product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Procedure: revision of a revision asr hip. The original asr surgery was on (B)(6) 2005. The next revision surgery was on (B)(6) 2006. Patient underwent another revision surgery on (B)(6) 2014. Reason for revision was metalosis. Revised components were: pinnacle metal liner 64mm/36mm and a 36mm metal head. The reference and lot numbers were not available and they were discarded. Patient initials, dob and gender are provided. No reports or x-rays were available.